Manufacturer narrative:
Patient ethnicity is unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as 5¿10¿ additional patient identifier: (B)(6). Date of event: unknown. This report is for four (4) unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial part number provided: 04.005.5xx. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported arthritic patient was implanted with a 10mm cannulated tibial nail-ex and four (4) locking screws on unknown date. Patient was returned to surgery on (B)(6) 2018 for removal of all hardware and revision to a total knee and tibial plate construct. Surgery was completed successfully with no reported delay. Patient outcome reported as stable. This report is for four (4) unknown locking screws. This is report 2 of 2 for (B)(4).